Event description:
It was reported that the patient presented to the clinic with an implantable cardioverter defibrillator (ICD) eroded through the patient's skin. The entire ICD system was explanted to resolve the issue. The patient was in stable condition throughout the procedure.